Event description:
It was reported that during a robot-laparoscopic distal gastrectomy (rdg), when resecting the gastric body using a combination of gst60d and ech60r, the deployed staples were malformed at the middle of the 60mm length of the gastric body (the side to be left) during the resection at the 1st firing, and it appeared as if there was only one line of staples instead of the three lines that should have been there. The doctor was concerned about this, so it approached the more central part of the gastric body with gst60d + ech60r again, and there were no problems. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.